Event description:
It was reported that the ventilator would not run and had no output pressure while connected to the pt. It is unk if the ventilator audibly alarmed when the reported problem occurred. The pt is not ventilator dependent and was placed on a back-up ventilator. No pt harm reported.